Event description:
It was reported that this pump had inverted and flipped in the pocket. This required surgical revision to reposition the pump more midline and re-anchored the pump. The issue was resolved without sequela. This device system delivered dilaudid, bupivacaine, clonidine, and droperidol.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).